Event description:
Inaccurate delivery. Evaluation summary: final analysis revealed that the drivenut slides freely due to rust and corrosion build-up preventing proper function. Serial# pre-dates drivenut material change.